Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system uninterruptible power supply (ups) batteries required replacement. The batteries were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) would not boot up. It was reported that a 3d spin was taken in a room, the system was unplugged to move to another room, and it powered down. The system was plugged back in and attempted to power the system back on, but nothing appeared on the mvs monitor. The user attempted rebooting several times without resolution. It was confirmed that the line power light and system 'on' lights were both illuminated, and the monitor power switch was in the correct position.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the procedure was successfully completed with the use of the imaging system. The medtronic representative reported the issue occurred then the team was moving the imaging system out of the room. While moving the imaging system the mobile view station (mvs) computer shut down due to the low voltage of the ups battery.